Manufacturer narrative:
Correction: g3.

Manufacturer narrative:
The suspect cable was returned to tosoh instrument service center for investigation. A visual inspection revealed a pin connector was pushed out or dislocated causing the z-axis specimen motor to not function which confirmed the reported field error.

Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error via the error logs. The error was reproduced by running a sample and a spec z-axis error occurred. Troubleshooting steps found no power was going to the sample arm z-axis motor when the arm was in a certain position and a z-axis error would occur by running a sample. The fse found that the cable going to the motor was faulty and replaced the cable with a new one. The fse re-ran samples and no error occurred. The aia-360 analyzer is functioning as expected. No further action required by field service. A complaint and service history review for serial number (B)(4) from installation date of (B)(6) 2020 of through aware date of (B)(6) 2021 was performed for similar complaints. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [4019] error message: spec. Z-axis home not found. Description: the home position of the specimen z-axis motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to a faulty z-axis motor cable. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Customer reported an error 4019 spec. Z-axis home not found on the aia-360 analyzer. Customer has tried the all set home; however, the error occurred. The field service engineer (fse) was dispatched to address the reported issue which caused a delay in reporting beta human chorionic gonadotropin (bhcg), estradiol (e2), and luteinizing hormone (lh ii) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.